Event description:
It was reported that pump displayed malfunction code malf 0 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction was resettable, technical support provided pump reset information, and customer stated that pump reset would be completed later after calling back, with no additional outcome information reported.